Event description:
The pt reported charging problems between the implant and the external equipment. A boston scientific representative performed device eval. The problem was confirmed. The pt was implanted with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted product was kept by the medical facility, and will not be returned for eval.